Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer sporadically received questionable total protein urine/csf gen.3 results for an unknown number of patient samples and control material. The specific dates of testing were not provided. Information was provided that the results are sometimes <2 mg/l, then the repeat result is in the reference range. Specific data was not provided. Information concerning if any result was reported outside of the laboratory or if any patient was adversely affected was requested, but was not provided. The reagent lot number and expiration date were requested, but were not provided. The field service representative checked the condition of probes and the wash function. He found the sample probe was misadjusted.